Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that their child's onetouch ping meter was stuck in the "apply sample" screen. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began around midday on (B)(6). The patient manages their diabetes with an insulin pump. The reporter stated that they were unable to obtain a blood glucose reading on the subject meter. The reporter stated that they tried using a second vial of test strips (lot number 4047588) but they were still unable to test. The reporter stated that their child did not develop any symptoms. The reporter stated that the patient then tested on another meter and obtained a reading of 36mg/dl. The reporter stated that they gave their child a glucose tablet in response to this reading. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as the patient became hypoglycemic while using the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been further evaluated by lifescan product analysis with the following findings: the meter was found to display an "apply sample message" due to a mechanical fault that is related to user handling. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.